Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by the device manufacture representative that there was no specific reason for the connector seg ment of the catheter to be removed. "The (healthcare provider) has started routinely replacing them."

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the sutureless connector (sc) found ¿no significant anomaly ¿ non-significant indent in seal ¿ did not affect infusion¿. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving gablofen ("2000 mcg") at 625 mcg/day (lot number and dates of therapy were not reported) via an implantable pump. Indications for use included intractable spasticity and cerebral palsy. Concomitant medications were unable to be obtained, and medical history was reported as "none." On (B)(6) 2015, during routine pump replacement (there were no symptoms or issues), the sutureless connector portion of the 8709 sutureless connector (sc) catheter was removed and replaced by another company product. No patient symptoms were reported. No diagnostic testing or troubleshooting, and no actions/interventions had been taken, as no issue (except for the routine pump replacement) had been identified. There was no indication as to why the catheter was partially explanted, but the hcp stated that they wanted the connector sent for analysis. As of (B)(6) 2015, the patient status was reported as "alive - no injury," and the issue was resolved. The connector was subsequently returned. Additional information regarding the reason that the connector portion of the 8709 sc catheter was removed was requested. If additional information is received, a follow-up report will be sent.